Event description:
It was reported that the pt's pump was removed prophylactically due to the physician notification regarding the synchromed el pumps. No pt symptoms were reported. The pt's pump was replaced. The pt's pump contained morphine and bupivacaine.

Manufacturer narrative:
Final device analysis revealed gear shaft wear. The serial number is included in the range for the synchromed? El pump motor stall due to gear shaft wear MFR beginning september 1999 physician communication.